Event description:
A report was received that the patient was experiencing inadequate stimulation and stimulation in non target areas. An x-ray revealed that a contact had popped off the paddle lead. The patient will undergo an explant.

Event description:
A report was received that the patient was experiencing inadequate stimulation and stimulation in non target areas. An x-ray revealed that a contact had popped off the paddle lead. The patient will undergo an explant.

Manufacturer narrative:
Additional information indicates that the patient will not be scheduled for an explant in the near future. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.